Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis was not able to confirm the customer reason for return of "unable to check the patient," however it was noted that errors were observed in the update history. Software was installed, the touch screen calibrated and the device was cleaned. It then passed its electrical safety test as well as all final functional and systems tests. (B)(4).

Event description:
It was reported that the programmer could not be used to check the patient, it had several interruptions and a message that no connection could be made. The programmer was returned for service. No patient complications have been reported as a result of this event.